Event description:
During an ultrasound procedure at (B)(6) health center, we had a failure with the biopsy needle. The radiologist performing the procedure was using a bard marquee 14gx10cm core biopsy needle. When she went to deploy the needle, the spring did not fire the needle properly. She attempted a couple times and was unable to get an adequate sample. Dr switched to a new needle to complete the exam.